Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2321 and impact code f1907. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during implant procedure of this right ventricular (rv) lead the patient's blood pressure dropped. An echocardiogram showed that the lead had perforated and caused a pericardial effusion. A pericardiocentesis was then performed. Furthermore, a new lead was implanted. No additional adverse patient effects were reported. This attempted lead was discarded at the hospital and will not be returned.

Event description:
It was reported that during implant procedure of this brady lead the patient pressure has dropped. Moreover, it was confirmed through an echocardiogram that the lead perforated and, caused effusion. A pericardiocentesis was then performed. Furthermore, a new lead was implanted. No additional adverse patient effects were reported.